Manufacturer narrative:
H.6. Investigation: two protectors, one l-connector attached to an infusion bag, and one injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. All product returned was inspected, no issues were noted, and no foreign matter was identified.

Event description:
It was reported that bd phaseal¿ protector (p55) had coring. This occurred on 10 occasions during use. The following information was provided by the initial reporter: coring occurred. In case of coring occurred from the rubber stopper, please identify it's from the vial or the infusion bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector (p55) had coring. This occurred on 10 occasions during use. The following information was provided by the initial reporter: coring occurred. In case of coring occurred from the rubber stopper, please identify it's from the vial or the infusion bag.